Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
Customer reported via phone call that a piece broke off from the battery compartment and customer was afraid that battery cap would come off and battery would fall out. Customer reported that battery cap was still on and battery was still in place. Customer's blood glucose was 587 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.